Manufacturer narrative:
Additional information has been received regarding ngp early battery depletion recall which was not included in the initial report. So, the recall details were updated in sections h7 & h9. The pump powered up properly after battery installation. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08715 inches. However, the pump had a high sleep current measurement. The pump was monitored for several days with a new test aa 1.5v battery to enable the pump to charge. A battery simulator was used and continued testing. Still, the pump had a high sleep current measurement. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Power management graph was successfully generated. The pump trace download analysis confirmed the pump alarmed pump error 25, replace battery alert and failed battery alert/battery failed alarm. Insert battery alarm was found on: 10/15/2024 07:12:04.000 to 10/15/2024 07:14:54.000 10/17/2024 15:05:56.000 10/18/2024 09:11:26.000 to 10/18/2024 17:02:55.000 10/19/2024 13:01:39.000 and 10/19/2024 17:01:58.000 replace battery alert was found on: 10/15/2024 07:00:00.000, 10/15/2024 07:10:00.000 10/17/2024 15:00:00.000 10/18/2024 09:00:00.000 to 10/18/2024 17:00:00.000 10/19/2024 13:00:00.000, 10/19/2024 17:00:00.000 failed battery alert/battery failed alarm was found on: 10/15/2024 07:13:24.000 pump error 25 alarm was found on: 10/17/2024 18:00:00.000 10/17/2024 22:00:00.000 10/18/2024 02:00:00.000 to 10/18/2024 20:00:00.000 10/19/2024 00:00:00.000 to 10/19/2024 20:00:00.000 10/20/2024 00:00:00.000 to 10/20/2024 20:00:00.000. Insert battery alarm was expected since the battery was removed from the pump. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed pump error 25 alarm, replace battery alert and failed battery alert/battery failed alarm due to connector resistance issue on j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly except for high sleep current measurement. In further checking of the pump history records: battery cycle 1 received the lowbatteryalert (104) on 10/08/2024 15:04:00 faster than expected at 0.0 days. Battery cycle 2 received the lowbatteryalert (104) on 04/30/2024 12:47:00 after more than 7 days at 50.59 days. Battery cycle 3 received the lowbatteryalert (104) on 03/10/2024 21:01:00 after more than 7 days at 44.29 days. With reference to the battery duration failure analysis instructions, customer experienced an unexpected power loss of less than 7 days per the pump history records. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 03/05/2021 to 10/27/2024 and 11/29/2024. There was no data available to verify unexpected alarm(s)/suspends and bolus/basal delivery for the event date of 20-nov-2024. There was no data available to verify unexpected pump error(s)/alarm(s) 1 week prior to the event date of 20-nov-2024 in the formatted history file. In further full review of the pump history/traces on the (primary) event date of 20-oct-2024, pump error 25 alarm was noted. Please see below for the daily total of basal/bolus and all insulin delivered on the (primary) event date of 20-oct-2024 listed on smartsolve. Dailytotalcollectionstarttime: 10/20/2024 00:00:00.000 dailytotalofallinsulindelivered: 496250 (49.625 u) dailytotalofbasalinsulindelivered: 181250 (18.125 u) dailytotalofbolusinsulindelivered: 315000 (31.5 u) 10/20/2024 01:58:25.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 62000 (6.2 u) bolusamountdelivered: 62000 (6.2 u) 10/20/2024 08:16:33.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 113000 (11.3 u) bolusamountdelivered: 113000 (11.3 u) 10/20/2024 21:08:01.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 66000 (6.6 u) bolusamountdelivered: 66000 (6.6 u) 10/20/2024 23:53:37.000 normalbolusdelivered (220) bolusprogrammingmethod: boluswizard (1) normalbolusamountprogrammed: 74000 (7.4 u) bolusamountdelivered: 74000 (7.4 u) the pump successfully delivered a 10 units bolus (displacement test) and a 25 units bolus (dat). All boluses were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. There were no other unexpected pump error(s)/alarm(s) noted 1 week prior to the (primary) event date of 20-oct-2024 in the formatted history file. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 1 was disconnected/reconnected with the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and no high sleep current measurement noted. An intermittent high sleep current measurement was confirmed, suspected on the pcba 1/pcba 2. Force sensor zero offset within specification (24.80 mv). The pump was received with the original battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received with a depleted acdelco super alkaline battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a cracked battery tube threads and a scratched case. The pump passed all the required functional testing except sleep current measurement. Unable to verify customer alleged for high bgs. Customer alleged for blank display was not confirmed. E/a alarm, unexpected battery power loss, charge/battery lasts less than expected, pump error 25 alarm and failed battery alert/battery failed alarm were confirmed due to connector resistance issue on j6 /pcb 1. Also, an intermittent high sleep current measurement was confirmed, suspected on the pcba 1/pcba. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the pump was not working the battery and that the battery was not lasting and power error on the pump. The customer reported blood glucose value of 231 mg/dl. The customer reported hyperglycemia treated with IV insulin drip. The event involved product(s) mmt-332a, mmt-397a, mmt-1880. Troubleshooting was performed. Customer reported receiving a power loss alarm. Current battery has been in pump for at least 1 hour. Customer received another alarm after replacing battery. Customer reported high bgs. Customer does not feel ok to troubleshoot. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-397a. The customer will discontinue use of the device. Mmt-1880 was requested and customer response was the device will be returned.